Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic right hemicolectomy procedure, the arm cart assembly (aca) triggered a non-recoverable error. The team proceeded to restart the arm while temporarily switching the surgery to laparoscopic, ensuring no delays in the procedure. Once the arm restarted and successfully calibrated, the surgery was switched back to robotic surgery and continued without any further issues.

Event description:
It was reported that during a robotic laparoscopic right hemicolectomy procedure, the arm cart assembly (aca) triggered a non-recoverable error. The team proceeded to restart the arm while temporarily switching the surgery to laparoscopic, ensuring no delays in the procedure. Once the arm restarted and successfully calibrated, the surgery was switched back to robotic surgery and continued without any further issues.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the issue could not be directly reproduced on the arm cart assembly in the field. However, the logs were analyzed and a failure code for 'robotic arm joint 2 master positioning sensor redundancy', an error code for 'linked to arm redundant position discrepancy' and an error code for 'linked to robotic arm encoder redundancy error' were observed. These error codes indicate a subsystem non-recoverable inoperable error. The joint position sensor brooming script was performed on robotic arm joint 2. The arm cart was tested and found to be fully functional. Further evaluation of the logs indicated that the arm cart assembly went into a hard stop due to a mismatch between the encoder readings of the primary and secondary, triggering the observed error codes. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an encoder reading mismatch on robotic arm joint 2. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.